Event description:
A head ring drive (brw and crw) broke off during set-up for a procedure. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation as been initiated based upon the reported information.